Event description:
The advocate stated her son received a blood glucose reading of 519mg/dl on his contour usb meter then re-tested on a different meter and received 220mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips are to be returned for evaluation. Replacement test strips and meter were sent to the customer.

Manufacturer narrative:
The initial reporter address and phone number were not provided.